Manufacturer narrative:
Ts noted that since it was confirmed the suture sleeve was secure there could be an issue with the electrode, connection or other device issue. It was noted by the field representative that the entire system will be explanted and returned. The system was explanted and will be returned. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. A review of the episodes noted both high amplitude noise as well as low r waves. Testing was performed and the noise could not be recreated. X-rays were taken and the whole system seemed appropriately placed. The data was sent to boston scientific technical services (ts) for evaluation. A ts consultant discussed that nothing unusual was seen with the captured surface electrocardiogram. Further troubleshooting was discussed including reviewing the secondary vector as well as performing maneuvers that would encourage movement of either the electrode or the suture sleeve. The patient was seen again and again the noise was unable to be recreated. The sensing vector was changed to the alternate vector. In addition, the patient did suffer a ventricular tachycardia (vt) which the s-ICD appropriately treated. Another data download was performed and sent to ts for evaluation. A ts consultant discussed that in the recorded episodes, there was high amplitude noise present similar to what was observed previously; potentially being caused by something intermittently blocking the sensing pathway in the primary vector. This was discussed with the physician who disagreed that there was any noise present or that the suture sleeve was moving over the sense b portion of the electrode. At a later date, this patient underwent an ablation procedure which the physician decided to open the xiphoid incision to inspect the sense b portion of the electrode. The physician noted that there was no issue with the suture sleeve, and the electrode was not moving under the suture sleeve. Video was taken during the procedure and provided to ts for an additional review. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.